Event description:
It was reported that there was an event of over sensing noise on the patient's right atrial (ra) and right ventricular (rv) leads. On (B)(6) 2026, the leads were successfully capped and replaced. The patient was stable following the procedure.